Manufacturer narrative:
Device eval: this report is for intervention to repair a fracture that occurred after a pt fall. No implants were removed, so a device eval cannot be performed. Conclusions: the surgeon has indicated to co that he does not believe plus products caused or contributed to the pt's condition. Literature citation: on the second page of the attached article, in the second full paragraph, the surgeon's observation is, "I experienced a significant learning curve with 1.2% dislocations and 1.6% reoperations but, somewhat unique in an early experience of mis hip replacement, there were no intraoperative fractures and no nerve damage."